Event description:
A retrospective, single center study which investigated the applicability of the iwate criteria in robotic-assisted liver resections (ralrs) and to determine if these criteria can help estimate the difficulty of surgeries and their perioperative outcomes, was summarized in a literature article. The study occurred from july 2019 to april 2023. A total of 58 patients underwent robotic-assisted liver resection with a median age of 56 years and a median body mass index (bmi) of 25 kg/m². The gender distribution was 51.7% female and 48.3% male. The article noted that during these surgeries, 3.4% of patients experienced severe complications of clavien-dindo grade iiib or higher. The most common postoperative issues were pulmonary complications (15.5%), and 6.9% of patients were readmitted due to intra-abdominal seromas or wound-healing disorders. Additionally, 3.4% of patients experienced bleeding, wound infections, or non-surgical problems, and 1.7% had postoperative hematomas. Urinary complications occurred in 6.9% of cases. Blood transfusions were required in 5.2% of cases, and some patients needed postoperative intensive care unit (ICU) care, particularly those facing more difficult surgeries. Two conversions to open surgery occurred: one due to liver cirrhosis-related impaired parenchyma and the other because of intraoperative hemorrhage in a case of giant liver hemangioma. No specific medical interventions were reported for many of the complications. Additional information was requested from the designated author; however, no response was received. There were no da vinci device issues reported in the article.

Manufacturer narrative:
Based on the information provided, the causes of the operative complications cannot be determined. The article did not provide any specific information regarding the procedure dates or the da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. Citation: lamberty sa, hoelzen jp, katou s, becker f, juratli ma, andreou a, morgül mh, pascher a, strücker b. Validation of the iwate criteria in robotic-assisted liver resections. Journal of clinical medicine. 2024; 13(9):2697. Https://doi.org/10.3390/jcm13092697.